Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 the insulin pump alarmed low battery alert then went blank after moisture exposure. Insulin pump passed displacement test, self test, active current measurement and sleep current measurement. Insulin pump was monitored. No power loss alarm, low battery alert or blank display noted during testing. Device successfully downloaded to thus. Insulin pump trace download analysis confirmed the insulin pump alarmed low battery alert on (B)(6) 2021 17:59:00.000 and power loss alarm on (B)(6) 2021 9:06:46. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). The power management graph also confirmed the low battery alert and power loss alarm was triggered due to moisture damage to the electric board and electric board 2. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case (battery tube). The p-cap/reservoir does lock properly. No blank display or low battery alert noted during test. However, the power management graph confirmed the low battery alert and power loss alarm was triggered due to moisture damage to the electric board and electric board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that they were swimming. Customer was assisted with troubleshooting, but the display did not returned after the restart of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.